Event description:
During coil embolization of a superior mesenteric artery aneurysm, a cashmere (crc14030430 / c17463) was then inserted, but the coil could not be detached using an enpower control cable (ecb000182-00 / c29415). Both the cashmere and the cable were replaced with new devices. The session was completed, using the same detachment control device, without further issues or delay. Prior to this event, two presidio coils (pc418113730 / j10376 and pc418144730 / c28061) were unsheathed and delivered to the target aneurysm without difficulty, but the coils were the wrong size for the aneurysm and were recovered from the patient; however, both coils¿ introducer sheaths split open and could not be re-sheathed. Excessive force had not been used, and there was no visible damage to the coils. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the events, and the pre-deployment electrical check had been performed. A fault light had not been seen during the case and upon pressing the power button, all lights illuminated. Information if the audible signal beeped was not available. All connections appeared to fit properly without application of excessive force. The same cable had been used successfully with more than a dozen coils prior to the event, and the cable did not appear damaged. There was no unintended detachment of the microcoils observed neither in the microcatheter nor in the vessel, and the actual coil did not appear stretched or bent. No further information is available.

Manufacturer narrative:
Concomitant product: a cashmere (crc14030430 / c17463) and an enpower control cable (ecb000182-00 / c29415) were used in the procedure. Information regarding patient age and weight were not available. Complaint conclusion: the complaint product was discarded by the customer and was not available for analysis. A review of the manufacturing documentation associated the lot associated with this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment issue could not be confirmed without product being returned for analysis. The root cause of the event could not be determined. Since the cashmere and cable initially passed the pre-deployment electrical test, procedural/handling factors may have contributed to the event. In addition, procedural/handling factors may have contributed to the re-sheathing issue since the devices were able to be un-sheathed without difficulty. Since there was no evidence of a manufacturing issue related to the events, no corrective actions will be taken at this time. This is an initial/final MDR.